Event description:
It has been reported that prior to use it was observed that the top of the graduate was missing a piece and was leaking. Product is available for return and evaluation.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.